Event description:
Same case as 1527460-2009-00099. The complainant reported an under delivery when the pump was used to deliver liquid enteral feed. The 353 ml was hung at a feeding rate of 300 ml per hour. The actual amount delivered was approximately 250 ml.

Manufacturer narrative:
(B) (4). (B) (4)